Event description:
Patient was brought to or for endoscopic repair of an abdominal aortic aneurysm. Endo-graft would not deploy - procedure converted to an open aaa repair, increasing invasiveness of procedure and requiring transfer to a higher level of care.